Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was dropped and as a result the cartridge became damaged and chipped and the customer was unable to successfully load the cartridge onto the pump. Customer's blood glucose level was 240 mg/dl. Reportedly, a new cartridge was successfully loaded to resolved the issue and insulin delivery was resumed.